Manufacturer narrative:
Due to the device being unavailable for investigation the investigation was unable to identify a root cause.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation but has been destroyed and is not available for return. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the code number displayed on the device was faint and difficult to read. The customer tested with the meter and the results were faint and difficult to read. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.